Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific date not reported) and pain at the implant site. Explant and reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 26, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an inflammation at the implant area and was treated with oral antibiotics (date and duration not reported). The implanted device remains. This report is submitted on march 17, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022, to reposition the device. The implanted device remains. This report is submitted on february 24, 2022.